Event description:
A user facility reported that a pt regurgitated and aspirated while an laryngeal mask airway was in use. The pt was undergoing a urological procedure and had nothing by mouth for 18 hours before surgery. Upon surgical stimulation, the pt began to vomit. The anesthesiologist removed the laryngeal mask airway and then suctioned and intubated the pt. The pt had diffuse wheezing upon awakening and was placed in the ICU for 2-3 days and treated with steroids and antibiotics. The pt was discharged home on 7/14/1998 with supplemental oxygen and is reported to be slowly improving. There was no reported product problem, and device return was not requested. No further info is expected.